Event description:
The pt was implanted with a left ventricular assist device (lvad). The user facility report # (B)(4) rec'd from the (B)(6) registry reported that the pt was admitted due to gastrointestinal (gi) bleeding and anticoagulation medication was stopped. While in the hospital, the pt's lab work indicated elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. Heparin and integrilin gtt were subsequently administered. The pt's urine darkened and on the seventh day in the hospital, the pt suffered a hemorrhagic stroke.

Manufacturer narrative:
According to add'l info provided to the MFR, the pt survived the stroke and remained ongoing on lvad support. The pt expired on (B)(6) 2012 and per the hospital, the death was not device related. No equipment will be returned to the MFR for analysis and the pt's family declined an autopsy. The user facility report # (B)(4) was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.